Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per specifications reservoirs filled with diluent, connected to a new infusion set, installed reservoir and connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out to the catheter tip. Conclusion: reservoir not occluded.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump during bolus delivery. Her blood glucose was 408 mg/dl, which she treated with a syringe. At the time of reporting the issue, the customer's blood glucose was 210 mg/dl. It was stated the no delivery alarm was resolved with a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).